Manufacturer narrative:
On september 13, 2023, the distributor reported the additional information: the pump turns on and touch screen functions as intended. This event does not meet MDR requirements as defined by 21 cfr 803.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was cracked and customer experienced unspecified issues with the touch screen. There was no reported adverse impact to customer's blood glucose level. No additional patient or event information was available.